Event description:
It was reported the ipg stopped working. The ipg was tried in different rooms and the batteries were changed in the programmer to no avail. Impedances are all normal. The pt does not have stimulation. Follow-up identified the fluoroscopy showed a fractured lead. Surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.